Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 520mm from the end of the hub. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the shaft polymer extrusion profile found a midshaft kink at 35mm from the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the inner and outer shafts and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 3.00 x 24 synergy¿ drug-eluting stent, the shaft broke into two before entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 3.00 x 24 synergy¿ drug-eluting stent, the shaft broke into two before entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.